Event description:
It was reported that the customer passed away in a hospital. The cause of death was lung cancer. The customer was diagnosed in (B)(6) 2015. The customer's blood glucose, at the time of death, was unknown. The customer was not wearing the insulin pump at the time of death; it had been removed, at the hospital, one week prior to the customer's passing. The customer's blood glucose was being managed by the hospital. The customer was not wearing a sensor at the time of death. The caller refused to return the insulin pump for analysis, stating that there was nothing wrong with the insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.